Event description:
Healthcare professional reported patient experienced left side cysts, "trace amount of peri implant fluid", "suspected capsular contracture" (baker grade unknown), "inflamed", "very worried and upset" and "extreme pain". The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2020-07277. Continued e.1. Phone number: (B)(6) continued e.1. Fax number: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "trace amount of peri implant fluid"; capsular contracture, baker grade unknown.